Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that following a lead revision procedure (MFR report #: 3006630150-2018-01239), the patients ipg would no longer take a charge and could not get it out of hibernation. It was believed that the ipg was damaged due to use of electrocautery during the lead revision procedure. The patient underwent an ipg replacement procedure and was doing well postoperatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual (B)(4)).